Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic lower anterior resection, the device handle malfunctioned. Only half of staple line completed. Surgical time was extended by more than 30 minutes, there was unanticipated blood loss greater than 500ccs, and the procedure was changed from endocopic to open. There was unanticipated tissue loss as well. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the radial reload was partially fired and the anvil clamping mechanism was deformed. Functionally, the instrument was loaded with post market vigilance (pmv) representative reloads. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The radial reload was loaded into a post market vigilance (pmv) instrument for functional testing. The interlock was overridden and the radial reload was applied to test media. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the radial reload from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending investigation conclusion.